Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell, and pulled the infusion sets out. The customer's blood glucose level was approximately 300 mg/dl. The customer changed infusion set and resumed insulin delivery.